Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Completed information for section a1 - patient identifier: sids (B)(6). All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely depressed creatinine and t-bili results generated on the alinity c processing module for patient samples. The following data was provided: ID (B)(6) creatinine initial result = 1.6 mg/dl, corrected result = 3.47 mg/dl. ID (B)(6) creatinine initial result = 0.73 mg/dl, corrected result = 2.13. Mg/dl (customer¿s t bili reference range 0.2 - 1.0 mg/dl) ID (B)(6) t bili initial result = <0.1 mg/dl, corrected result = 0.2. Mg/dl ID (B)(6) t bili initial result = <0.1 mg/dl, corrected result = 0.2 mg/dl. ID (B)(6) t bili initial result = <0.1 mg/dl, corrected result = 0.2 mg/dl. ID (B)(6) t bili initial result = <0.1 mg/dl, corrected result = 0.2 mg/dl. No impact to patient management was reported.

Manufacturer narrative:
Additional information section h4 - device MFR date. The field service representative (fsr) inspected the instrument, performed troubleshooting, and replaced the tubing, peristaltic head which resolved the issue. An instrument service history review for (B)(6) revealed no additional tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending did not identify any trends for the alinity c processing module with regards to the customer reported event. Additionally review of complaint and trending data associated with the tubing, peristaltic head did not identify any trends. Review of the manufacturing documentation did not identify any non-conformances or potential non-conformances associated with the complaint issue. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity c processing module, serial number (B)(6), or the tubing, peristaltic head was identified.

Event description:
The customer observed falsely depressed creatinine and t-bili results generated on the alinity c processing module for patient samples. The following data was provided: ID (B)(6) creatinine initial result = 1.6 mg/dl, corrected result = 3.47 mg/dl, ID (B)(6) creatinine initial result = 0.73 mg/dl, corrected result = 2.13 mg/dl. (Customer¿s t bili reference range 0.2 - 1.0 mg/dl). ID (B)(6) t bili initial result = <0.1 mg/dl, corrected result = 0.2 mg/dl, ID (B)(6) t bili initial result = <0.1 mg/dl, corrected result = 0.2 mg/dl, ID (B)(6) t bili initial result = <0.1 mg/dl, corrected result = 0.2 mg/dl, ID (B)(6) t bili initial result = <0.1 mg/dl, corrected result = 0.2 mg/dl. No impact to patient management was reported.